Event description:
Patient was revised to address knee pain. It was reported that the tibial tray/cement interface had a fibrous layer of tissue between them possibly resulting in some slight tray loosening.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the mfg lot. The investigation could not verify or draw any conclusions about the root cause of the reported pain and device loosening. It could not be determined if the pt reported large physical stature and activity level were contributing factors. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. MFR considers the investigation closed.